Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was heating up during use. It was unknown if the event occurred during surgery. It was not reported if there were any delays in a surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the flex circuit potting was cracked and showed corrosion, and the lock cylinder and pawl release showed damage. The assignable root cause for the flex circuit potting being cracked was consistent with improper cleaning. The assignable root cause for the lock cylinder and pawl release showing damage was consistent with improperly using the disconnect sleeve while the motor is in use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.